Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was damaged and leaked during infusion. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device was damaged and leaked during infusion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: outcomes attributed to adverse event: other. Device single use? No. Device returned to manufacture: yes. Investigation summary: received one q-syte assembly with no packaging material. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of septum damaged / defective with lot#:7272685 regarding item #: 385100. DHR review was performed on the sub-assembly lot numbers: 7258525: a total of (B)(4) units were manufactured on qfa line 3 starting on 21sep2017 through 22sep2017. 7258526: a total of (B)(4) units were manufactured on qfa line 3 starting on 23sep2017 through 24sep2017. All challenge, set-up and in process inspections were performed per quality control plan and all passed per specifications. No quality notification were initiated. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic evaluation: the septum top disk had tears at the slit, the septum top disk was partially unglued from the q-syte¿s rim, residual septum and adhesive material was observed at the rim of the q-syte, no further damage was observed. Probable root cause is indeterminate-the evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. A definite source that contributed to the tears (top slit) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. No manufacturing root cause was identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.